Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(6).

Event description:
A physician reported that during the intraocular lens (iol) implant procedure haptic was found to be stuck to the lens. It looked like a white foreign material was found to be involved in this adhesion. The surgery was completed after replacing the product with another one.